Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Hemorrhage is a known complication of a peg tube placement procedure. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, patient experienced bleeding from stoma. The medical emergency team (intervention of 118 team) applied a compression bandage and transported the patient to a clinical center for additional clinical exams. Duopa therapy was stopped. Additional information indicated that sutures were placed to manage the stoma site bleeding. The bleeding resolved. The patient was back home and duopa therapy was restarted.